Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a clinic visit, the right ventricular lead exhibited low impedance measurements. On (B)(6) 2017 the lead was successfully capped and replaced. The patient was in stable condition during and post surgery.